Manufacturer narrative:
Two siemens field service engineers (fse) were sent to the customer site and found no system issues that may have contributed to the discordant positive result. The fse inspected the instrument, checked the probe alignments, and performed maintenance tasks. During the inspection the following was observed: -there were crystallizations around the base pump and the base dispenser. Both parts have been replaced. -the acid dispenser was replaced. -the valve manifold was leaky. This issue resolved by tightening 4 screws on the top and the bottom of the manifold. -in the sample probe syringe we observed black rubbing. The syringe was replaced. -the sample and reagent probe calibration was checked. Some positions had to be modified. After inspecting the instrument, the controls and troponin samples were run in duplicate. The precision was great with around 0.7% for the controls and also for the patient results. However, the l1 control was out of range (0.082). The troponin assay was calibrated but the l1 control remained out of range (higher than 0.080). The troponin assay was re-calibrated and the controls have been within range. No conclusion can be drawn. The instrument is performing within specifications. The IFU states in the quality control section: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: -verify that the materials are not expired. -verify that required maintenance was performed. -verify that the assay was performed according to the instructions for use. -rerun the assay with fresh quality control samples. -if necessary, contact your local technical support provider or distributor for assistance."

Event description:
A false positive advia centaur cp troponin ultra result was obtained for a patient sample. The result was reported to the physician. The patient was moved to the intensive care unit. A second sample on the same patient was tested and the result was negative. Repeat testing was performed on the initial sample and the result was negative. The physician was informed of the negative result. The patient received the following drugs while in the intensive care unit: ass 500 mg (intravenous), ticagrelor 180 mg (oral), heparin 5000 i.e. (Intravenous), simvastatin 20 mg (oral), ramipril 2.5 mg (oral), metoprolol 47.5 mg (oral), morphin 5 mg (intravenous). There was no report of adverse health consequences due to the discordant troponin ultra result.